Event description:
Information received does not address the patient's clinical status but notes that while the patient was in the recovery room post implant, the bipolar lead impedance was <200 ohms. The device was not sensing and the capture threshold had risen to >4.0 v. Unipolar lead impedance was 290 ohms with a capture threshold of 0.5 v, 0.6 ms. The pocket was opened and the lead was found to have a tight ligature, cutting the insulation. Therefore, the lead was replaced.